Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. The clevis did not exhibit any damage or wear marks and no other damage was found. Isi followed up with the customer and confirmed that no fragments fell into the patient.

Event description:
It was reported that during a da vinci myomectomy surgical procedure it was observed that a wire snapped on the tenaculum forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.